Event description:
Nurse reported there are several lines on the infusion device display that could lead to misinterpretation of the insulin delivery amounts. Pt reported the lines have been present for over a year. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.